Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose and or protruded drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed an error during the prime or rewind sequence. His or her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.